Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced infection and the implantable neurostimulator (ins) was explanted in early (B)(6) 2020. The patient was currently fine.